Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, additional information was received. Unfortunately, the device is unavailable for evaluation, as it has been discarded. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, a letter from the surgeon to the patient's previous/primary physician was received. The letter describes the surgery that took place. It was learned that the device was explanted due to an unsuccessful ring repair. Per the letter, the surgeon removed the annuloplasty ring because he thought it was "contributing to the stiffness of the posterior leaflet and not allowing the valve to open as much as possible".